Manufacturer narrative:
The device intended to be used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root, probable root cause includes, component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pump repeatedly alarmed "blockage" and "canister full". Home health wound care nurse changed the canister, turned pump off and back on, and checked for any blockages and found none. This occurred after multiple dressing changes which leads to believe the alarms were false. The pump was replaced by rotech and the new replacement pump had no alarm problems. No patient harm reported.